Event description:
Same case as MDR ID: 2134265-2013-00733 and 2134265-2013-00734. (B)(4) study. It was reported that angina, myocardial infarction and in-stent restenosis (isr) occurred. In april 2005, 2 unspecified size taxus stents were implanted in the mid right coronary artery (rca) in an overlapping manner. In june 2005, a 2.5 x 20 mm taxus stent was deployed in the distal left anterior descending artery (lad). In (B)(6) 2013 the patient presented with unstable angina diagnosed as a myocardial infarction. Coronary angiography revealed 90% isr in the mid rca within the previously deployed 2 overlapping unknown taxus stents (deployed in april-2005). This lesion was subsequently treated with direct stent placement using a 3.0 x 20 mm promus element plus study stent with 0% residual stenosis. Six days later, the patient presented due to unstable angina and was diagnosed with nstemi and was referred for cardiac catheterization. Angiography revealed that the previously deployed study stent in the rca was widely patent. A 90% in-stent restenosis was located in the distal lad within the 2.50x20mm taxus stent (deployed in june-2005). This lesion was treated with direct stent placement using a 2.5 x 28 mm promus stent with 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).